Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. Foreign material was possibly simethicone from the obtained information. According to the information provided, it was confirmed that simethicone was used in the facility. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from auxiliary water channel and biopsy channel. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the jet tube, causing a blockage. Additionally, the nozzle was found to be clogged. There were no reports of patient involvement.